Event description:
Two ethicon enseals did not work. We troubleshooted the harmonic scalpel and even got a new machine. Tissue would not seal. Tried an open tissue sealer and it worked fine. Verified that both devices failed on this patient. FDA safety report ID# (B)(4).